Manufacturer narrative:
In the case description, the user mentioned that the bg meter of the pdm did not work. Based on the strip simulation tester, blood glucose readings produced by the returned pdm were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately. Inspection of the internal components found the fluid ingress indicator to be partially red, indicating that the pdm came into contact with fluid. Though the indicator was partially red, no fluid damage was observed inside the pdm. Inspection of the internal components found no damages or manufacturing deficiencies that would result in bg meter functionality issues.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted into the intensive care unit (ICU) due to low blood glucose (bg) levels and losing consciousness, while using the omnipod device. The patient's parents performed cardiopulmonary resuscitation (CPR) until ambulance arrived. It was noticed that the personal diabetes manager (pdm) does not have a working glucose meter to provide its history. At the hospital, the patient was given 80% of glucose.